Manufacturer narrative:
(B)(4). Other devices explanted. Model: 5100. Description: reactiv8 implantable pulse generator serial number: (B)(6). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). The ipg and leads were returned for analysis. The allegation of an out-of-range/high-impedance condition was confirmed. Visual inspection of the left lead observed one rounded fractured coil wire approximately 1 inch below the distal electrode 4. Functional testing could not be performed because the lead was received into two segments. No allegation of a product deficiency against the right lead and the ipg. Replaced as a precaution only to ensure the system is in good working condition. The ipg passed the functional testing. The right lead was received in two segments. No functional testing can be performed. Visual inspection found no fractured wires. Following the full system revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (upon patient request).

Event description:
It was reported that the left lead was out of range, with high impedance on all contacts. The patient was unable to receive therapy. There was no report of patient harm or injury. The implanting doctor decided to perform a complete system revision. There was no alleged malfunction with the right lead and the implantable pulse generator (ipg). The ipg and leads were removed and replaced without complications.

Manufacturer narrative:
Mml#: (B)(4). Other devices explanted. Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6).

Event description:
It was reported that the left lead was out of range, with high impedance on all contacts. The patient was unable to receive therapy. There was no report of patient harm or injury. The implanting doctor decided to perform a complete system revision. There was no alleged malfunction with the right lead and the implantable pulse generator (ipg). The ipg and leads were removed and replaced without complications.